Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to initial placement of the replacement implantable cardioverter defibrillator (ICD), it was noted that it exhibited loss of bluetooth telemetry. The ICD was able to be interrogated at a different physical location. However, the ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design, and no anomalies were found.